Event description:
During a craniotomy procedure, the system was unstable. Additional info has been requested relating to this incident.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.